Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a regulatory report from (B)(4) of peritonitis subsequent to receiving nutrineal unspecified product therapy during peritoneal dialysis for renal insufficiency. On (B)(6) 2009, the patient began treatment with nutrineal unspecified product 2000 ml every day intraperitoneally (ip) for peritoneal dialysis (pd) for renal insufficiency. Treatment included unspecified antibiotic therapy. Nutrineal therapy was not changed. On (B)(6) 2010, the patient recovered from the event of peritonitis with culture positive for sphingomonas paucimobilis. On (B)(6) 2010, nutrineal therapy was discontinued for an unreported indication. The reporter did not provide an opinion of causality for the event of peritonitis with culture positive for sphingomonas paucimobilis in relation to nutrineal therapy.